Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a frequent and difficulty charging the implantable pulse generator (ipg). No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.